Manufacturer narrative:
The complaint device was received and inspected. Visual observation confirms the active tip is broken from the distal assembly and was not returned as it was left inside the patient. It was noted that active tip broke off at the leg on the distal tip assembly. No functional testing could be conducted due to distal tip breaking. This damage to the tip is consistent with damages investigated under a previous CAPA. The overall complaint rate for this failure mode was observed to be well within the expected rate on the dfmea and therefore, the risk is considered acceptable and no further actions were taken. It is expected that a low number of these failures will continue to occur. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. The current complaint rate for this failure mode is well within the expected rates and therefore no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The contact part of the electrode came off and fell into the shoulder joint. Surgeon was not able to retrieve the metal portion which delayed the case approx. 1hr. He completed the case and left it in the joint is visible on the x ray. Additional complaint event information was received from our sales rep via email on (B)(6) 2014; the complaint device had not been reprocessed. The complaint device was not buried in tissue prior to failure, and the tip of the device had not hit anything hard during the procedure. The complaint device was used until the middle of the bursectomy.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Event description:
The contact part of the electrode came off and fell into the shoulder joint. Surgeon was not able to retrieve the metal portion which delayed the case approx. 1hr. He completed the case and left it in the joint ¿ is visible on the x ray. Additional complaint event information was received from our sales rep via email on (B)(4) 2014; the complaint device had not been reprocessed. The complaint device was not buried in tissue prior to failure, and the tip of the device had not hit anything hard during the procedure. The complaint device was used until the middle of the bursectomy.